Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported the customer uses the infinity delta with the corresponding nmt module. The device data is transferred over rs232 (infinity export protocol) to the pdms. After measurement, the tof (tof-ratio) is permanently emitted on the export interface until a new measurement is performed. The new value is emitted as long as a new measurement is started. The anesthesist has to delete the wrong values from the pdms manually. Draeger reference number: (B)(4).